Event description:
Surgeon discovered the tip of the asepto was broken after he removed it from the intestine. X-rays were taken to locate a foreign body- the x-rays were negative. The broken pieces were located under the basin with trash that had been placed there before the surgery began.